Event description:
Customer reported experiencing a past low blood glucose event with the lowest level recorded at 47 mg/dl. Cause was not known. Customer consumed carbohydrates as a treatment action. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this advice.